Manufacturer narrative:
On (B)(6) 2017, the customer reported that the blood glucose was in the target range. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer had been experiencing ongoing high blood glucose (bg) levels (as high as 442 mg/dl). Correction boluses and insulin injections were used to address the high bg levels. The customer's current bg was dropping from 400 to 306 mg/dl. The customer reported that the healthcare provider had made changes to the pump settings and the customer did not feel that they were appropriate. A pump system check was performed and no device issues were identified.